Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date in (B)(6) 2020 with blood glucose of more than 700 mg/dl. The customer stated retainer ring did not locked in place due to which event occurred. Customer stated they were in hospital two times due to same issue. Customer stated they were using manual injection the insulin pump will not be returned for analysis.